Manufacturer narrative:
(B)(4). The UDI is not being reported because the part and lot number were not provided. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of worsening mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Implant date estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that in (B)(6) 2018, the patient underwent the mitraclip procedure reducing the mitral regurgitation (mr) from a moderate-severe grade down to mild. The following month, an echocardiogram was performed for a follow-up visit on (B)(6) 2018 which found the mr had returned to a grade of moderate-severe. No additional information was provided.